Event description:
It was reported that the device had "failed pacer battery". The device was explanted and replaced. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event. Follow up information that was received and the device was replaced due to normal elective replacement indicator (eri).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Concomitant product: 4592-53 non defib lead (B)(6) 2006; 4076-58 non defib lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had "failed pacer battery." The device was explanted and replaced. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.